Manufacturer narrative:
H11: correction. D4: corrected model#, catalog # and removed unique identifier(UDI). D4. UDI# - the device has a date of manufacture of (08-sep-08) and was not subject to UDI requirements.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator screen was frozen/flickering. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was unable to confirm and duplicate the issue. The uut was mounted on a well-known, high-quality test stand. There were no problems when the unit was booted into user mode with software version 3.10a installed. Allowing the uut to cycle for two hours. Power-on self-tests (post) were performed in accordance with test standard avea, uim assy, 32-bit 1637, and the uut passed all verifications. The uim was disassembled to investigate the internal pcbs, cables, and connectors. The bt1 voltage was measured at 2.69 vdc, whereas the inverter output voltage was measured at 340/341 vac. The monitor, panel buttons, leds, and encoder all worked as they should. The pcba was subjected to thermal stress with a heat gun and circuit freeze, with no visible effect on operation. Allowed the uut to cycle on/off many times in user mode overnight, and no anomalies were identified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.